Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for use for ultrasound examination of the target lesion. While advancing the opticross catheter through the guide, the catheter broke. The device was removed completely from the patient by pulling. They replaced the opticross catheter with another of the same device, and the procedure was completed successfully. There were no patient complications. It was later reported that this detachment occurred at the telescope which is a component that cannot enter the body.

Manufacturer narrative:
E1 initial reporter facility address: (B)(6).

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was selected for use for ultrasound examination of the target lesion. While advancing the opticross catheter through the guide, the catheter broke. The device was removed completely from the patient by pulling. They replaced the opticross catheter with another of the same device, and the procedure was completed successfully. There were no patient complications.

Manufacturer narrative:
E1 initial reporter facility address: (B)(6).